Event description:
It has been reported to philips that the system can't boot up. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2022-01776. This complaint will be closed as duplicate.